Event description:
The user alleges that they had one event of not being able to attach the mask to the bag. They obtained a pediatric mask and used that in place of the mask that could not be fitted to the resuscitator. No injury reported.